Manufacturer narrative:
The angiosculpt ex device got stuck on the guide wire. The physician removed the ex device and the guide wire as a unit. The physician rewired the lesion for the pre-planned stent placement. This resulted in prolongation of the case. No clinical injury was reported by the physician. The cath lab report and log were received for eval. The cath lab report did not provide add'l relevant info related to the reported complaint. The lot number was not provided by the hospital, therefore, the lot number and expiration date are unk. The device manufacture date is unk. The angiosculpt device was discarded by the hospital, thus unable for evaluate device.

Event description:
The physician was performing a ptca (percutaneous transluminal coronary angioplasty) in the pda (posterior descending artery) of the rca (right coronary artery) using a medtronic 6f guide catheter and an abbott 190 cm balance guide wire. The physician used ivus (intravascular ultrasound) to image the lesion and decided to treat the lesion with a 2.0x15 mm angiosculpt ex device. The ex device was inflated to 12 atm for 70 seconds. When removing the catheter from the pt, the guide wire came back with the ex device. The guide wire was stuck inside the wire notch and would not yield. The physician rewired the pda with a new guide wire and stented with a 2.25 stent.